Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic inspection confirms plate disassembly at ratchet spring interface; the ratchet spring is missing and is not available for analysis. Optical inspection of both ratchet spring retention pockets reveal witness marks of ratchet spring on outside edge of pocket, suggesting the escape point of the ratchet springs. Examination of ratchet spring catch features identifies witness marks at the ¿fully open¿ position catch feature, consistent with tensile overload. Dimensional inspection confirms relevant pocket ratchet spring pocket dimensions are within print specification. Bone screw witness marks noted at the base of the acp on separated component screw holes, consistent with hyperangulated screws. The above observations are consistent with failure due to tensile overload as the mechanism of failure.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, while implanting the plate, it broke into two pieces. The broken plate was removed and a new plate was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.